Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "bradycardia, and passing out and falling" with dizziness. It was noted that the patient had undergone electrocautery as part of a lumbar fusion surgery. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.